Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, d10, e1 h6. B5 correction: there were no reports of patient involvement. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no ultrasonic image, cut at pink probe, no adhesive at the forceps cover. A definitive root cause for the reported events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had tube is connected to the sonogram machine, it automatically switches to bronchoscopy. The issue occurred during inspection of use. There were no reports of patient harm.